Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Their pacemaker exhibited an alert for high ventricular rates during atrial tachycardia, as the device showed an incorrect measurement and there was a user concern issue. No intervention was made. The patient was in stable condition.